Event description:
It was reported that the power cord was damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not been returned to manufacturer for evaluation; follow-up will be submitted as necessary based upon investigation results.